Manufacturer narrative:
During an internal review on 11-mar-2026, noted a correction to the 3500a initial as the b3. Date of event was left blank and should have been processed as 09-feb-2026. Therefore, processed this field accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and the catheter had axial irrigation problems (device used in patient). Initially it was reported that there was char on the catheter tip. No patient consequence. Additional information was received on 12-feb-2026. Procedure date was (B)(6) 2026. During the invasive procedure, using a smartablate generator and carto mapping system, a catheter axial irrigation problem appeared (catheter obstruction) without an error message. Ablation stopped with this catheter. No consequences for the patient. Catheter changed. The event was originally considered non-reportable, however, bwi became aware on 12-feb-2026 that the catheter had axial irrigation problems (device used in patient) and have reassessed the event as reportable. The awareness date for this record is 12-feb-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).